Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated that her blood glucose levels were high at the time of the event. The customer also stated that she felt cold in her extremities and was pale. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.